Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain since essure devices inserted'), device breakage ('myometrial presence of remains of essure on the left side') and embedded device ('metal and curved linear shape located within the thickness of the left portion of the uterine fundus') in a (B)(6) female patient who had essure (batch no. B85134) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "she got pregnant". The patient's medical history included endocervical polyp on (B)(6) 2012, smoker, multigravida, caesarean section and vaginal delivery. Blood type a negative. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required) and device intolerance ("intolerance of essure devices since their insertion"). On (B)(6) 2015, the patient experienced anal incontinence ("occasional faecal incontinence") and exostosis ("calcaneal spur"). On (B)(6) 2017, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2017, the patient experienced headache ("headache / severe headache during periods"). On (B)(6) 2019, the patient experienced complication of device removal ("left salpingectomy performed and specimen examined but no device found, essure removal of right tube"). On (B)(6) 2019, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("metal and curved linear shape located within the thickness of the left portion of the uterine fundus"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("intramural leiomyoma"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), abdominal pain lower ("pain over left iliac fossa radiating to left lumar region"), abdominal distension ("abdominal distention"), fatigue ("tiredness") and anxiety ("anxiety symptoms"), was found to have a pregnancy with contraceptive device ("she got pregnant") and underwent abortion induced ("pregnancy terminated"). The patient was treated with enoxaparin sodium (clexane), enoxaparin sodium (hepaxane), ibuprofen, metamizole, naproxen, oxybutynin, paracetamol, sertraline, solifenacin and surgery (essure removal via double laparoscopic salpingectomy on (B)(6) 2019 and hysterectomy on (B)(6) 2020). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, device expulsion, complication of device removal, device intolerance, headache, urinary incontinence, anal incontinence, exostosis, abdominal pain lower, abdominal distension, fatigue, anxiety and uterine leiomyoma outcome was unknown and the pregnancy with contraceptive device and abortion induced had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain lower, abortion induced, anal incontinence, anxiety, complication of device removal, device breakage, device expulsion, device intolerance, embedded device, exostosis, fatigue, headache, pelvic pain, pregnancy with contraceptive device, urinary incontinence and uterine leiomyoma to be related to essure. The reporter commented: essure placement right tube 2 coils, left tube 6 coils. Essure removal procedure opened tube further as far as the uterine horn, probing the myometrium and interstitial portion of the fallopian tube, but no device found. Left salpingectomy performed and specimen examined but no device found. Proceeded to remove device from right fallopian tube which was removed intact and then performed right salpingectomy. On (B)(6) 2020 second surgery - hysterectomy via laparoscopy, conserving ovaries, uterus of normal size and morphology, intramural myoma of 3 cm in anterior face, small superficial endometriotic focus in left utero-sacrum. After traction of the specimen, the essure device was found in the left intramyometrial region. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: negative. Computerised tomogram pelvis - on (B)(6) 2019: computed tomography (CT) scan of abdomen and pelvis without contrast performed using multi-slice technique. Material with density of metal and curved linear shape located within the thickness of the left portion of the uterine fundus, at the site corresponding to the intramural portion of the left fallopian tube or the adjacent myometrium (impossible to determine from CT scan), indicative of left tube-blocking device (essure) mentioned in the order.. Cytology - in (B)(6) 2020: normal. Gynaecological examination - on (B)(6) 2020: normal external genitalia. Speculoscopy vagina in good condition, vault in a state of healing. Oestradiol (14 - 60 pg/ml) - on (B)(6) 2018: . Pathology test - on (B)(6) 2020: material uterus, macroscopic description: labelled uterus: hysterectomy specimen of 140 g, which we received open along its longitudinal major axis, the specimen measures 9 x 6 x 2 cm, presents an exocervical orifice of 3.5 x 2.5 cm, presents an area of ulcerated aspect located throughout the exocervical contour of 2 cm. At the level of the uterine corpus, we observed that this appears bulging with an endometrial thickening of 0.8 cm. We observed a formation of myxomatous appearance, whitish with a whorled background, no areas of necrosis or haemorrhage of 2 cm, which is located at the myometrial level. A representative sample was taken: anterior exocervix (1), posterior exocervix (2), anterior endometrium (3-4), posterior endometrium (5-6). Pathological diagnosis :uterus (total hysterectomy-biopsy), intramural leiomyoma, proliferative, endometrium without relevant alterations, cervix without relevant alterations. B uterus (nos) diagnostic biopsy, macroscopic description:metallic material essure which is stored. Sars-cov-2 test - on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2017: uterus and adnexa normal; on (B)(6) 2020: free pelvis, no adnexal pathology seen. Minimal amount of free fluid. X-ray of pelvis and hip - on (B)(6) 2019: both devices are seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: the follow information were included lawyer's reporter, physician's reports, patient's details, medical history, lab data, lot number, other treatment products, new events: iliac fossa pain, fatigue, abdominal distention, calcaneal sur, faecal incontinence, urinary incontinence, headache, device ineffective, pregnancy with contraceptive device, pregnancy termination, anxiety symptoms nos, device intolerance, device expulsion, embedded device, device breakage, complication of device removal, intramural leiomyoma of uterus, previous adverse event reaction deleted on 25-oct-2021: no new information, on 25-oct-2021: no new information, on 25-oct-2021: no new information, on 29-oct-2021: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate case from case (B)(4) and all information were transfer to remain case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.